Event description:
A distributor reported an issue with a wake button that was not functioning for the customer. There was no reported impact to the customer's blood glucose level. No additional information was provided.